Event description:
This lead was returned without oos documentation. Per reo of biotronik, the lead became dislodged. The lead was then removed, and the physician opted to use an active fixation lead. There are no complaints associated with the lead, and the pt is doing well.